Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 11-dec-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5mg/ml at 2. 26mg/day and bupivacaine 30mg/ml at 13.6mg/day via an implantable pump. Lack of effective therapy was reported. There were no environmental, external or patient factors that may have led or contributed to the issue, or any diagnostics or troubleshooting performed disclosed to the reporter. The catheter was revised with a new distal revision kit. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. It was reported that the patient mentioned they are supposed to be getting their catheter replaced after their MRI on the (B)(6) 2024. The patient mentioned they are in more pain than they were when they had the pump replaced and were having pins and needles. The patient also mentioned they have done pre op blood work for them to replace the catheter which scared the crap out of them because they have upped their meds numerous times and they are still at a level six.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.